Event description:
A device was returned to a third-party service center for service. There was no harm or injury reported. The third-party service center visually inspected the device and found evidence of foam degradation. Additionally, an error code was found in the ventilator's downloaded error log, the upper enclosure was damaged, and the ui panel was scratched, which were not related to the foam issue. The device was cleaned, repaired and passed all functional testing.